Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. A replacement charger was sent to the pt and it did not resolve the pt's previous problem. The pt has complained of a large shocking sensation 24 hours previous to the stimulation turning off and not being able to communicate. The physician planned do an x-ray to see if the ipg flipped.